Manufacturer narrative:
A hillrom service technician inspected the device and replaced the joint cover. The device is functioning as designed. It is known that improper installation, maintenance, or collision can lead to the spring arm covers falling off. Hillrom is not aware of any serious injury, serious deterioration in the state of health of a patient, user or third person, or death as a result of this failure mode. Based on this information, no further action is required.

Event description:
The customer alleged a joint cover from the spring arm fell off. No harm or impact to a surgical procedure was reported. This report was filed in our complaint handling system as complaint # (B)(4).